Manufacturer narrative:
Evaluation: method: functional testing. Results: samples were received in unopened pouches. The pouches were peeled open and catheters were removed. Visual examination of the catheters and the pouches did not show any obvious defects. All components appeared to be intact and in good condition. Attempts to inflate the balloons each with 45 ml of water were easy and successful. The balloons were of acceptable symmetrical shape. There was no irregularity or weak spot on the balloon walls. The balloons were left inflated for 30 minutes to observe for any signs of leakage. One balloon burst during the period. All others were intact with no reduction of the balloon size. The catheters were then immersed in simulated urine maintained at body temperature for 7 days. At the end of duration two other balloons burst. Conclusions: the incident of balloon breaking may have likely been caused by some variation in peroxide concentration which triggers the failure. As a corrective action, the manufacturing facility is studying alternative material composition which has been found in the preliminary trial to produce a more robust product against burst failure.

Event description:
The event is reported by the customer as: there appears to be a slit in the catheter and the balloons are breaking. No patient injury or intervention reported.